Event description:
It was reported that during a stent assisted angioplasty procedure, the guidewire perforated the left posterior cerebral artery. In response to the vessel perforation, the physician administered 35mg of protamine sulfate and 5mg of vitamin k to reverse the heparin effect. It was reported that subsequently the patient suffered a stroke. No additional information is available.